Event description:
The pt was implanted with a gore excluder aaa endoprosthesis with no incident. During a f/u on (B)(6) 2008, computed tomography images revealed a type ii endoleak from the inferior mesenteric artery to the renal arteries. A reintervention occurred on (B)(6) 2008. The physician repaired the type ii endoleak by coiling the inferior mesenteric artery. The pt is reported to be fine.

Manufacturer narrative:
A review of the mfg paperwork has been conducted. A review of the mfg records for the device verified that the lot met all pre-release specs.